Event description:
It was reported that the stylet could not pass the trifurcation on the lead due to the pins coming out of the lead. There were multiple attempts to reposition the lead. The lead was cut to use for venous access of another lead. Also reported was that the device was unable to "rescue with 30j" during the implant procedure. The device was not used. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): distal conductor fracture (overstress); full lead in segments returned and analyzed. (B)(4): no anomalies found.